Event description:
It was reported by the systems longevity study team that the right ventricular (rv) lead dislodged post implant. The lead was repositioned and remained in use. It was further reported that there was sensing difficulty, high impedance and a sudden rise in threshold. The physician decided to remove the lead. During the revision of the rv lead, the right atrial (ra) lead showed that the thresholds had increased. The physician repositioned the ra lead and the lead remains in use. Rv lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The turns to extend/retract the helix exceeds specification. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism.